Event description:
It was reported that during a routine equipment evaluation conducted at the user facility by a manufacturer service technician, the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury as reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.